Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a particle was found in the patients eye after surgery. Patient status is currently unknown. Additional information has been requested but not received.

Manufacturer narrative:
There was no product returned for the report of particles in the eye (unspecified product). There was no irrigation/aspiration tip returned for evaluation for the report of particles in the eye. Therefore, the condition of the product could not be verified. There was no lot number identified with this complaint. Therefore, a lot history review could not be conducted. I/a product is 100% visually inspected during the manufacturing process. The sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All batches of viscoelastic are released according to the required specifications. Batch record filling was checked and a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed in a cleanroom, during assembly the operators wear protective clothing and hair caps. To date no sample is received for evaluation. A potential root cause of this complaint can be attributed to a component related issue the barrel suppliers perform quality measures of each product before it is released; washing, drying, lubricating, assembly of the barrels and tip caps, and packaging of the syringe/tip cap assemblies are performed under appropriate clean conditions. No dust generating materials shall be allowed in the manufacturing area. The equipment and production environment are regularly cleaned in order to accumulated dust at all times during manufacturing. Additionally, the cannula supplier performs a visual inspection for foreign material on all product during the production process. Fibers equal or greater than 0.02mm² are defined as rejectable particulate. During their incoming inspection a sampling is performed of cannula at 15x magnification and of hubs at 10x to 15x magnification. During the manufacturing process 100% of the cannula assemblies are exposed to an air blow off for particulate and also a sampling is performed of cannula assemblies at 10x magnification. During final inspection another sampling is performed of cannula assemblies at 10x to 20x magnification. Most probably the particles (micro-fragments) observed are medical grade silicone that is present on the coated syringe wall to enable glide ability of the stopper. This silicone may accumulate during advancement of the plunger and form small silicone droplets. The result of complaint trend investigation, it was identified that there is some within specification variability in the siliconizing process with our suppliers. If some more silicone is present, but still within specifications, more oily droplets may be formed during the progressing of the stopper. The silicone oil used is manufactured and tested in compliance with good manufacturing practices at an iso certified facility. The low levels of silicone oil do not elicit local ocular or systemic toxicity. After compounding the viscoat solution is filtered, depending on the length of the particle it is therefore very unlikely that the particle was introduced in the syringe during the filling process. Based on the complaint information, we can conclude that the disposition of the product remains unchanged. No further information was able to be obtained from this customer concerning the irrigation/aspiration handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The customer did not retain the finished goods lot number of the cassette. The device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or lab testing could not be conducted. If a sample is returned later, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established, as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No further information was able to be obtained from this customer concerning the phacoemulsification handpieces. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon indicating that the particles entered the eye during the surgery. No consequences to the patient on this day and no treatments were prescribed.